Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 170 mg/dl. The customer states the pump fell out of her pocket and not the o-ring and the clear part that locks the reservoir in place came off. Troubleshooting was performed for damage and noticed the reservoir did not lock in place due to missing clear piece. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was not received in stuck manufacturing mode. Unable to perform the displacement test and occlusion test due to missing retainer. Unit was received with missing reservoir tube o-ring, scratched case, broken reservoir tube lip and minor scratched lcd window. Unit passed self-test. No unexpected partial display or missing segments noted.